Manufacturer narrative:
The device was manufactured january 23, 2018 - january 24, 2018. The actual device was not available; however, a video of the sample was provided for evaluation. Visual inspection of the video revealed a leak from the administration port cap. The reported condition was verified. The cause of the condition could not be determined. No functional test was performed due to the nature of the returned sample. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from an unspecified location. The leaks were observed prior to patient use. There was no patient involvement. No additional information is available.